Manufacturer narrative:
No button error alarms noted. The act button did not respond due to corroded keypad traces. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose readings is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.